Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary it was reported there was issues with the graduated scale. To aid in the investigation, five samples and one photo were received for evaluation by our quality team. Each sample was received loose and missing a large portion of the scale markings including multiple graduation lines, numbered graduation line scale markers, the bd logo and "single use only" wording. The photo provided shows the conditions described with the five loose syringes. The defect observed is non-conforming per product specification and is associated with the marker process. A device history record review was completed for provided material number 309648, lot 2063469. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h10

Event description:
It was reported that unspecific amount of bd luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from italian to english: as mentioned on the phone, we are experiencing several faulty syringes, with the graduated scale semi-cancelled.

Event description:
It was reported that unspecific amount of bd luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from italian to english: as mentioned on the phone, we are experiencing several faulty syringes, with the graduated scale semi-cancelled.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.